Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service technician went onsite and trouble shoot the device. The oxygen cell was replaced. Technician performed complete calibration of oxygen delivery. All oxygen output are within manufacturers specifications. All functions operational tested satisfactory. Unit passed all test and delivered to respiratory department. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported fraction of inspired oxygen inaccuracy on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.